Event description:
This elderly female was taken to surgery after a mechanical fall with a left hip fracture. On 4/22 she had a left hip bipolar prosthesis surgery. Soon after the cement insertion, during surgery she developed cardiac arrythmias which did not respond and the resuscitative efforts and the pt expired.